Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any it was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. Patient was starting to vomit so the patient's mother took the patient to the emergency room. Pod was removed on the way to the emergency room. Patient was there for an hour where they were monitored. They increased the patients temp basal to 70% for about an hour. Insulin was given and water was consumed.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined.